Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: serial (B)(6) safe light cord. Cord caused light box to shut off in multiple cases and light box would not turn on until new light cord and adapter inserted. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root causes could be manufacturing or damaged during sterilization on the adaptor, not seated safe light cable, or a potential deficiency with the light source. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.